Manufacturer narrative:
Device evaluation: the lens was returned dry in a lens case/ vial with clear surgical residue/ debris on the lens. Visual inspection found the optic split and a haptic tear. Dimensional and functional inspection found the lens to be within specifications. Claim#: (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Work order search: no similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vicm5_13.2 implantable collamer lens, -04.50 diopter, in the patients right eye (od), on (B)(6) 2019. The lens was explanted on (B)(6) 2019 due to the patient experienced a refractive surprise. The lens was exchanged for another same model/length but different diopter lens and the problem was resolved. The cause of the event was due to patient related factor.